Event description:
A (B)(6) female patient's home health nurse contacted zoll customer support to report that the charger/modem was not properly charging the battery packs. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not properly charge battery packs) was confirmed. Upon evaluation, there was corrosion on the battery board and the q1 and u13 components were shorted on the bedside board. The cause of the inability to properly charge the battery packs is the shorted components and corroded battery board. The root cause of the shorted components and corroded battery board cannot be positively identified but is likely liquid ingress. No adverse event resulted from the contaminated charger/modem. The patient was issued a replacement charger/modem.